Event description:
During investigation of the device, it was reported that foreign matter was found in the air/water cylinder, air/water tube and j-tube [auxiliary jet channel]. There was no report of harm, and no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the discovered failure of foreign matter was confirmed. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.